Event description:
It was reported that the device was not cycling through the breaths. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged front panel at the top right. Functional testing found the fault was not found, possibly intermittent. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. Replaced frequency block and input manifold as a preventative action. Also re-shaped front panel, adjusted peep control valve and frequency control to tolerance. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Additional info received via email 2-may-2022: event date updated. Unknown if patient was involved in this event.